Manufacturer narrative:
The customer has confirmed that they have not had any further issues.

Event description:
The customer reported that they received questionable results for two patient samples tested for prolactin, thyrotropin (tsh), and free thyroxine (ft4). Of the two patient samples, it was determined that one had an erroneous prolactin result that was reported outside of the laboratory. The sample initially resulted as 0.139 ng/ml and this value was reported outside of the laboratory. The sample was repeated on a different e601 analyzer, resulting as 10.0 ng/ml. The repeat result was believed to be correct. A corrected report was issued. The patient was not adversely affected. The prolactin reagent lot number was 17934902 with an expiration date of 12/31/2015. The field service representative determined that there was a possible liquid level detection failure. He found that the liquid level detection wire for the sample probe was not completely plugged into a connector. He replaced the sample probe and probe seal. He adjusted the liquid level detection voltage. He ran precision studies using control material; this passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
The customer stated that the issue seemed to be corrected after service had been performed on the analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on the information provided. A general reagent issue seems unlikely. The mentioned instrument issue (lld wire not completely plugged into the connector) may be a possible root cause.